Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error. The insulin pump had not been exposed to a strong magnetic field or MRI. The reservoir and tubing was changed and the motor error ceased but the insulin pump alarmed for other errors. The blood glucose reading was 178 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to perform occlusion and the excessive no delivery test due to motor error alarm. Insulin pump was unable to verify alarm due to over written pump history. No motion sensor test failure alarm noted during testing. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.